Event description:
It was reported that the arctic sun device had alarm 113 (reduced water temperature control). Per follow up information received via mail on 17jun2025, they repaired the device on the customer site. The issue was cooling malfunction, and they replaced chiller assembly. The issue was resolved. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alarm 113 (reduced water temperature control).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During evaluation, it was confirmed that the device received an alarm 113. Chiller assembly was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alarm 113 (reduced water temperature control). Per follow up information received via mail on 17jun2025, they repaired the device on the customer site. The issue was cooling malfunction, and they replaced chiller assembly. The issue was resolved. No patient involvement.